Event description:
It was reported that the patient was experiencing generator site pain with movement. It was also noted that there was "seal discoloration." The device was explanted and the patient recovered without sequela.

Manufacturer narrative:
Product analysis #(B)(4): the ins is functionally okay. Fluid observed between the connector cover and the silicone rubber inside the cover is cosmetic only and does not impact device performance. Product ID, 399945 lot# v866962, implanted: 2012 (B)(6), product type lead product ID, 399945 lot# v866962, implanted: 2012 (B)(6), product type lead product ID, 399945 lot# v866962, implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4). Analysis of the device, serial # (B)(4), found the device was functionally okay. Fluid observed between the connector cover and the silicone rubber inside the cover was cosmetic only and does not impact device performance. No anomaly found.